Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the delivery system was stuck on the wire. A 6x40 75 cm eluvia¿ drug-eluting vascular stent system was selected for an angioplasty and stent procedure in the right superficial femoral artery (sfa). The eluvia device was used over a non-bsc wire and deployed adequately. Post deployment, the stent delivery system was stuck on the wire. The physician removed the delivery system and the wire from the patient together. There were no patient complications and the patient's condition post procedure was normal with no adverse effects.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds) with a .035 guidewire stuck in the device. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed buckling damage at the nosecone. The guidewire that was stuck in the device was not protruding from the distal end. The wire was protruding from the proximal end approximately 175cm from the handle. The stent was not returned inside of the device. The handle was opened to inspect for further damage. There was a buckle on the mid-shaft at the retainer clip. It was noticed that the inner liner was kinked and damaged. The guidewire had been pulled on to the point it was starting to unravel. With the buckling damage on the outer sheath and the damage to the inner liner this most likely contributed to the guide wire being stuck in the device. The proximal inner had been pulled away from the clip. No damage to the pull rack or the thumbwheel teeth. The guidewire stick issue was confirmed; however, the device did deploy the stent and functioned as designed with no patient complications reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the delivery system was stuck on the wire. A 6x40 75 cm eluvia¿ drug-eluting vascular stent system was selected for an angioplasty and stent procedure in the right superficial femoral artery (sfa). The eluvia device was used over a non-bsc wire and deployed adequately. Post deployment, the stent delivery system was stuck on the wire. The physician removed the delivery system and the wire from the patient together. There were no patient complications and the patient's condition post procedure was normal with no adverse effects.